Event description:
A customer contacted the ortho clinical diagnostics (ortho) technical solution center (tsc) to report higher than expected vitros crbm results were obtained from a vitros therapeutic drug monitoring (tdm) performance verifier (pv) when processing a diagnostic precision test using vitros chemistry products crbm slides lot 3912-0119-9653 on a vitros 5600 integrated system. Vitros tdm pv iii lot x1172 vitros crbm results of >84.6, >84.6, >84.6, >84.6, >84.6, >84.6, >84.6, >84.6, >84.6, >84.6, >84.6, >84.6, >84.6, >84.6, >84.6, >84.6 and >84.6 umol/l vs the expected result of 61.1 umol/l biased results of the magnitude and direction observed may lead to inappropriate physician action if they were to occur undetected on patient samples. The higher than expected vitros crbm results were obtained when processing a control fluid. No results were reported out of the laboratory. There were no reported allegations of patient harm as a result of this event. This report corresponds to ortho clinical diagnostics inc (ortho) complaint number (B)(4) and reportability assessment (B)(4).

Manufacturer narrative:
The investigation determined that higher than expected vitros crbm results were obtained from a vitros therapeutic drug monitoring (tdm) performance verifier (pv) when processing a diagnostic precision test using vitros chemistry products crbm slides lot 3912-0119-9653 on a vitros 5600 integrated system. The assignable cause of the event is an instrument related issue. Prior to the event multiple condition codes regarding the humidity of the analyzer posted on the vitros 5600 system. An ortho field engineer replaced the humidity box on the analyzer. Following service actions, there has been no reported recurrence of higher than expected vitros crbm results by the customer.